Event description:
A patient from the pdl (B)(4) study was implanted in 2003 at l5 - s1 and reports continued pain since surgery. Reportedly pdl collapsed. Device was not explanted at time of this report, patient has contacted alternate surgeon for potential revision. This is the first of three reports for this event.

Manufacturer narrative:
Date of implant recorded as 2003. Event was reported to synthes complaint handling unit on (B)(6) 2011. Investigation could not be completed, no conclusion could be drawn as device was not returned and part number and lot number were not provided.